Event description:
A malfunction was reported when the pump stopped working, and the patient was unable to contact technical support. There was no reported adverse impact to the customer. The patient followed the provider's advice by removing the pump and taking a dose of long-acting insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.